Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch ultra2 meter is giving inaccurate high reading of "15.4 mmol/l." In addition, the patient had ongoing issue with the calcode showing 22 when it should be calcode 25. This complaint is classified according the documentation of the customer care advocate. The patient reportedly tested at "15.4 mg/dl" (277 mg/dl) on (B)(6) 2013, at 2:30 pm, on the subject meter. Her neighbor claimed she saw the patient in distress and called the paramedics. There was no action taken on the part of the patient based on the reported lfs blood glucose reading. The paramedic broke down her door and found the patient on the floor. At approximately 3:30 pm, the paramedics tested the patient at "1.9 mmol/l" (34 mg/dl). The patient was treated with IV fluid. The emergency medical team stayed with her for a couple of hours. Troubleshooting revealed the reported reading on the subject meter and emt meter were performed more than 30 minutes of each other. The unit of measurement was set correctly. The calcode issue was resolved with training. The lfs products were requested back for investigation. This complaint is being reported because the patient required medical intervention for hypoglycemia after the patient had issues with the calcode and the reported inaccurate high blood glucose reading.

Manufacturer narrative:
The lfs product has not been returned to lifescan for evaluation. If the subject product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.